Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure a good capture threshold could not be obtained. The lead was not implanted and a new lead was used. The patient condition was stable before, during and after the procedure.